Manufacturer narrative:
The recipient reportedly underwent repositioning surgery.

Event description:
The recipient is reportedly experiencing device displacement due to thinning skin. Repositioning surgery is scheduled.

Manufacturer narrative:
(B)(4). The recipient has reportedly resumed use of the device. The recipient remains implanted. This is the final report.